Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was blood in the battery terminal. There was no patient injury reported.

Event description:
Additional information was received by the manufacturer on 11-oct-2022 via email and attached to the complaint object: there was no patient involved and I am just looking to get this device repaired only.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was duplicated during the investigation as rusty corrosion was found on the inside of the battery contact springs. Root cause of the reported event is unknown. It is recommended to replace the contact springs in the battery compartment. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service previously.